Manufacturer narrative:
As no further information concerning this product is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator was emitting a burning smell when it was connected to electricity. A boston scientific company representative advised the patient to replace the communicator power cord. A return label was sent. No adverse patient effects were reported.